Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and was unable to duplicate the reported malfunction. The unit was powered up and passed the power on self-test (post) multiple times during investigation. The unit was allowed to ventilate for 12 days. No alarms or errors codes were generated. The device was put into diagnostic mode and the alarm silence button was responsive to the touch. Low minute volume errors were found in the event log. The top membrane of the alarm button was detached and verified to be correct. The unit passed all tests, including electrical safety, calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator alarm window was displaying low minute volume alarm off. The customer was unable to clear the alarm with the alarm reset button. Although the ventilator continued to cycle, the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The ventilator was received for evaluation. Performance tests started with powering on the unit. The unit passed the power-on self-test (post) multiple times. It was allowed to ventilate for 12 days with a bidirectional flow sensor attached. No alarms or errors were recorded. The unit was booted into the diagnostic mode and the alarm silence button was responsive to being pressed. The top membrane of the button was detached and verified to be correct. The customer reported complaint of constant alarm, and alarm silence button irresponsive was not verified.